Manufacturer narrative:
A ge healthcare field service engineer performed an on site evaluation and confirmed the apexpro telemetry server failure. The power supply was found to be faulty. The field engineer replaced the power supply correcting the issue.

Event description:
It was reported that a loss of monitoring occurred for 7 telemetry pts when the apex pro telemetry system shut down due to a power supply failure just before midnight on (B)(6) 2010. Monitoring was unavailable for approx one hour until nursing staff placed the pts on bedside monitors due to the failure. No injury was reported.